Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery life of this implantable cardioverter defibrillator (ICD) device went from eleven months remaining to elective replacement indicator (eri) in a span of three months. Moreover, the device was visibly damaged as there was an indention in the center and puffed up around the sides. Additional information obtained from the field which indicated that during the explant procedure, there was an obvious depression in the middle of the device. The field representative inspected the pocket and it did not demonstrate any abnormality. The surrounding tissue appeared healthy and normal. The ICD device was explanted. No additional adverse patient effects were reported.